Event description:
It was reported that the patient underwent a revision procedure due to corp bulge and short with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and new ipp cylinder, pump, and reservoir was implanted. Additional information was reported that the patient presented at follow-up with a bulge in the penis shaft and the cylinders were not fully reaching the tip of the penis, the tubing of the cylinders was too short. The physician believes the patient used the device too soon and opened up the sutures.